Event description:
The pt reportedly experienced a loss of lock and no sound with his device. External equipment was exchanged and programming changes were attempted. However, this did not resolve the problem. Surgery to explant the device has been scheduled.